Event description:
Customer reported a potential false negative urine hcg result on a sample from a female patient in her twenties with henry schein one step+hcg urine cassette test. The exact type of confirmation testing is not known. The customer indicated that it was tested in the lab, method unknown, possible qualitative test. No patient information provided.

Manufacturer narrative:
Customer's observation was not replicated in-house with retention devices. Retention devices were tested with cutoff hcg urine control and 3 high level hcg urine controls. All results were positive at read time. No false negatives were observed. Mfg batch record review did not uncover any abnormalities. Root cause could not be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.